Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble and they could not remove the bubble out. The customer¿s blood glucose level was 105 mg/dl at the time of incident. Customer stated that the bubble appeared when they connected the infusion set. Customer also experienced high blood glucose level. Customer declined for troubleshooting of high blood glucose and air bubble. The reservoir will not be returned for analysis.